Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, posterior vaginal prolapse. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2013 by due to anterior vaginal prolapse and posterior vaginal mesh exposure. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.